Event description:
It was reported that a patient, (B)(6) y.o., male, underwent an avrt/wpw procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac and respiratory arrest, as well as a cardiac tamponade and required a surgical intervention. It was noted that this patient had a medical history of copd, aaa, wpw, hypertension and dyslipidemia. During procedure, patient suffered a cardiac arrest. A transseptal puncture was completed successfully and ablation had been applied. The patient became ashen and no pulse or pressure was noted; CPR was initiated. A pericardiocentesis was performed and 825 cc of fluid was removed from the pericardial space. The overall time for ablation at the site of injury was 14 sec; four ablations with a duration of 1 to 60 sec. At 48° with 45 w. The patient was transferred to the surgical suite and an exploratory surgery was performed, a single stitch was placed. The patient required prolonged hospitalization, 3 days. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is due to patient¿s condition, believes that there was an aneurysm¿s petition of the patient¿s heart. Settings during the event include: generator at temperature control mode at 50 w (60° - 40 w and 58° - 120 ohms). Sheath and needle used, st jude 8.5 fr sl0 and st jude brk (non bwi products). The patient did received act and was maintained during the procedure between 300 ¿ 350 s.

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation on (B)(6) 2015. The analysis has begun but is not completed at this time. B) concomitant products: product: carto® 3 system: us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4). Product: webster¿ electrophysiology catheter with auto ID: us catalog # d1086784, lot # 17132296m. Product: st. Jude sheath (non bwi product). Product: st. Jude brk needle (non bwi product). Product: boston scientific quad (non bwi product). Product: stryker reprocessed 8f acunav ultrasound catheter (non bwi product). C) UDI # (B)(4). D) pending information on the following fields from section g1 under "contact last name: (B)(6). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an avrt/wpw procedure with an ez steer nav bi-directional electrophysiology catheter and suffered cardiac and respiratory arrest, as well as a cardiac tamponade and required a surgical intervention. It was noted that this patient had a medical history of copd, aaa, wpw, hypertension and dyslipidemia. During procedure, patient suffered a cardiac arrest. A transseptal puncture was completed successfully and ablation had been applied. The patient became ashen and no pulse or pressure was noted; CPR was initiated. A pericardiocentesis was performed and 825 cc of fluid was removed from the pericardial space. The overall time for ablation at the site of injury was 14 sec; four ablations with a duration of 1 to 60 sec. At 48° with 45 w. The patient was transferred to the surgical suite and an exploratory surgery was performed, a single stitch was placed. The patient required prolonged hospitalization, 3 days. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is due to patient¿s condition, believes that there was an aneurysm¿s petition of the patient¿s heart. Settings during the event include: generator at temperature control mode at 50 w (60° - 40 w and 58° - 120 ohms). Sheath and needle used, st jude 8.5 fr sl0 and st jude brk (non bwi products). The patient did received act and was maintained during the procedure between 300 ¿ 350 s. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.